Event description:
Additional information received indicates the patient is able to walk and move all of his upper and lower extremities.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient developed a hematoma following implant at the lead site. Patient did not have sensory/motor of the upper and lower extremity. The hematoma was surgically removed. The patient is regaining motor and sensory in legs and upper extremities. Patient has high white blood cell count, patient seeing infectious disease doctor. Stimulation is turned off. They are waiting to turn therapy on once more motor and sensory is regained.